Event description:
It was reported while using bd nexiva¿ closed IV catheter system - dual port 20 ga 1.25 in the catheter was damaged and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: reported that one of the products had a defective split that was not seen until blood was leaking all over. The patient had to be re-cathed with another IV poke. Product 383537 lot number 2342272. Occurrence is 1, sample is available. For the second one, the packaging was not retrieved to get the lot number. This one was not used on a patient. The IV cat part was squished and the rest of the cath and needle was not in the package. The customer has photos but there is no place to attach them. Occurrence is 1, sample not available. Additional information: event 1: defective split and leakage. - could you please advise on the occurrence date? (B)(6) 2023. - could you please advise the site where the split occurred? See attached picture. - could you please advise if there is any adverse event on patient? No. - what procedure was performed during the incident? IV cath insertion. - could you please advise if there is any medical intervention needed due to the incident? Second IV poke needed. - kindly advise if the faulty sample is available for return. If sample is not available for return, could you please provide photo for our review? Yes if sample is available for return, kindly advise the facility address for return label.

Manufacturer narrative:
H6: investigation summary bd received a 20 gauge nexiva device from lot 2342272 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed damage to the luer adapter. The adapter appeared to be caved in. This type of damage could lead to leakage. Therefore, based off the visual inspection the engineer was able to verify the reported defect of damaged adapter. It was determined that this was a manufacturing defect that occurred during the assembly process. The manufacturing facility has been notified of this incident and the findings. A notification has been issued to the appropriate manufacturing personnel to raise awareness of this issue and prevent recurrence.